Event description:
The ventilator was connected to a pt for approx 8 hrs. The customer reports that the displayed inspiratory tidal volume read zero, then the delivered inspiratory tidal volume doubled. The customer also reported that trimmer #4 was grossly out of calibration, once the trimmer was recalibrated the ventilator delivered and displayed proper tidal volumes. After the calibration the bio-med was unable to duplicate the reported problem.

Manufacturer narrative:
The board was evaluated by the MFR and the problem was isolated to a faulty solder connection on v7, of the pc 765 board.